Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed user advisory 45 (driveshaft not at "home" position after power-on/restart) message was confirmed during the functional testing and the archive data review. The root cause of the ua45 advisory message was that the driveshaft was not in the "home" position, which was most likely attributed to unintended user error. The autopulse functioned as intended by triggering ua45 when the driveshaft was not at the "home" position. The customer's secondary complaint of the crack on the platform cover and a bulge was confirmed during the visual inspection. The observed physical damage appeared to be characteristic of user mishandling. The top and the load plate covers were replaced to address the damage. User advisory is normally a clearable error message and is designed into the platform to alert the operator that the autopulse platform has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The archive data indicated multiple ua45 error messages around the reported event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua45 error message upon powering on, confirming the reported complaint. The driveshaft was rotated to the "home" position to remedy the fault. Following the service, the autopulse platform passed the test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).

Event description:
During the training session, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. In addition, the customer reported a hairline crack on the platform cover and a bulge. No patient involvement.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.